Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an uptick in superior vena cava (svc) coil impedance over a couple of dates, and then triggered an alert for out of range svc impedance. Additionally, it was reported that noise was evident on the svc electrogram with patient movement. The rv lead was reprogrammed as the svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.